Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -10.0/1.0/015 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged for a same model and shorter length lens on (B)(6) 2023 due to excessive vault. Per follow up email "the vault remained at around 800 microns on 1 and 3 months postoperative emaxminations". Claim #(B)(4).

Manufacturer narrative:
H6 - medical device problem code 1494: off-label use (safety and effectiveness of the lens has not been established in patients with: keratoconus). Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned found the lens returned in liquid with residue/debris on the lens in a microcentrifuge vial. Visual inspection found the haptic torn. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
A4,a5, a6-unk. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -10.00/1.0/015 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. Excessive vault is reported. Reportedly, the lens remains implanted. The cause of event is reported as other: icl calculation software and/or wtw from device (alcon biograph) over sizing. Per reporter the ocos software worked as intended, but the outcome was not expected.